Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: rd118854 708690 m2a 38mmx54mm cup; ep-200144 921610 act artic e1 hip brg 28x38mm s44 dia28; 11-103205 lot 477450 taperloc femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01459, 0001825034 - 2021 - 01460.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 11 years post implantation due to metallosis. After the revision, the patient experienced increased pain and squeaking from the hip. The patient underwent a second right hip revision approximately 5 years post first revision, during which, it was noted that the dual mobility component was fractured with impingement. The initial stem was left intact. All other components were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.